Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, service found the unit does not alarm at power on or at dislodge of tubing.

Manufacturer narrative:
The unit was triaged and the condition was confirmed. It was observed that a component, a transistor, was broken. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.